Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 91, 303, 269, 117, and 363 mg/dl, when all tests were performed within 10 minutes on the compact plus system. Reporter stated, he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.